Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported kink was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and kink appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left peripheral revascularization procedure. Reportedly, the proglide was flushed prior to advancement. Device was inserted in the anatomy and the guide wire was taken out. There was no blood flow return in the marker lumen. The proglide was found kinked/twisted when removed. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.